Event description:
Patient had a hip replacement in 1999. The pt was revised in 2000; following 3 dislocations. The pt was revised with a constrained liner (which was implanted in 2000). The pt dislocated again and x-rays reveal the locking ring has disassociated.